Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that cadd extension sets exhibited air entering the line at the connector on the y and had to be replaced with another set.no adverse patient effects were reported.